Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon of ¿no image¿ occurred due to the faulty dr board caused by design failure. Design of the dr board was changed, and it was confirmed that the subject device was manufactured before the design was changed. The change history of parts was checked and they found out that the design of the dr board was changed on april 16, 2018. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified products were shipped from june 13, 2018. According to the provided information, fse replaced the dr board at the site. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) inspected the device and exchanged the pc-board. The device will not be sent in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display endoscopic ultrasound image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.